Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent initial left total knee arthroplasty on in 2002 with unknown products. Subsequently, patient was revised on (B)(6) 2014 due to aseptic loosening. Patient continues to experience soreness, tenderness, pain and aching. There has been no reported revision procedure to date.

Event description:
It was reported a patient enrolled in a clinical study underwent initial left total knee arthroplasty on an unknown date with unknown products. Subsequently, patient was revised on (B)(6) 2014 due to aseptic loosening. Patient continues to experience soreness, tenderness, pain and aching. There has been no reported revision procedure to date.